Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, the device was taken out and when setting the cartridge to the stapler for the first firing, although it could be loaded completely, the stapler could not be closed. The physician made the stapler closed and fired successfully, however the cause of the issue was unknown. After the 2nd cartridge was loaded, the handle was combined with the upper and lower part normally. The device was not used in patient. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.